Manufacturer narrative:
The device was not returned for evaluation. Without evaluating the device, we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
Patient reported that her blood glucose (bg) levels reached 27.8 mmol/l (500 mg/dl) while wearing the pod between 24 and 36 hours on the back. She reported that the pod was hurting her, but did not think much of it. Patient then received a message on her personal diabetes manager (pdm) indicating that her bg levels were unmeasurably high. At this point, the patient decided to change the pod. When she removed the device, she noticed that the cannula was slightly bent. As treatment, the patient applied and successfully activated a new pod.